Manufacturer narrative:
Based on the claim against the product by the customer noting broken jaw, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage on the clamp arm. A missing piece, measuring approximately 0.053" x 0.110" size, was not returned with the instrument. The root cause of this failure is attributed to user mishandling. The harmonic ace instrument was found to have blade damage. The blade exhibited mechanical indentations and scratch marks. A review of the instrument log for the instrument associated with this event was performed. Per logs, the harmonic ace instrument was last used on (B)(6) 2022 on system (B)(4). No image or video clip for the reported event was submitted to isi for review. The probable root cause of the teflon pad peeling off is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure. This issue is associated with an ongoing corrective and preventive action (CAPA) for the harmonic ace instrument. The preventive actions are related to comparing the performance of ethicon¿s updated design to isi¿s version that ethicon supplies. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, one of the jaw parts (white) broke on the harmonic ace instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.